Manufacturer narrative:
(B)(4). The sample has been received from the customer and is in the process of being evaluated. If any additional information becomes available or when the sample evaluation is complete a follow up emdr will be submitted.

Event description:
The customer reported that the abg kits do not have the sur lock. (B)(6) said she came close to getting a needle stick. Customer reported "on (B)(6) I was drawing a blood gas. I placed in the syringe in the stopper and then applied pressure to the patient and bandaged the site. I then removed the syringe from the orange sharps stopper with one hand and had the black stopper in the other hand to apply to the end of the syringe. As I was doing this I noticed the needle still attached as it was only perhaps half an inch from my hand holding the black stopper. I then returned it to the orange sharps stopper."

Manufacturer narrative:
(B)(4). An unopened representative sample was received for evaluation. A visual inspection was performed on the returned complaint device and it was observed that the locking clasp (part number 070-2080305) was confirming the customer¿s reported issue. The root cause was determined to be an incorrect bill of materials (bom); the component (locking clasp) was not listed on the bom. A corrective action was implemented to update the bom to include this component. In addition, a visual aid was implemented to help production personnel when assembling this product. (B)(4).